Event description:
It was later reported that the patient was sent home, and anticoagulation drugs were administered. At follow up the thrombus resolved thanks to the anticoagulation therapy. The adverse event was noticed after ablation.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product type: introducer product ID: non-medtronic product type: ep catheter product ID: non-medtronic product type: ep catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: ep catheter product ID: non-medtronic product product type: mapping catheter product ID: non-medtronic product product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the sphere 9 catheter , the patient presented in a ventricular tachycardia storm in the lab. A pre-existing thrombus in the apical part of the left ventricle was observed before the start of the procedure, and the left ventricle was noted to have a large antero-septal scar and a large aneurysm. The activated clotting time at insertion was 284, and additional anticoagulant was administered before the procedure was started. It was reported that mapping was difficult because multiple ventricular tachycardia morphologies were spontaneously induced. Two radiofrequency ablation points were attempted in the lateral part of the left ventricle at the border of the aneurysm/scar, and catheter contact was described as sub-optimal; however, nothing unusual was observed during ablation. Activated clotting time measurements were reported as 296 at 9 minutes post-ablation and 307 at 21 minutes post-ablation. Overstimulation did not terminate the tachycardias, and up to six shocks of electrical cardioversion were required to restore sinus rhythm. Lidocaine and amiodarone were resumed, after which the patient became more stable and mapping was resumed. It was reported that, soon after, transesophageal echocardiography monitoring identified a new mobile ¿ floating¿ thrombus in the left ventricular apex. The catheter was visually observed to have no char or thrombus, and irrigation was reported as normal throughout the procedure. The activated clotting time at the end of the procedure was 378. The patient outcome was reported as alive with no injury. The procedure was aborted with the patient being under general anesthesia. No further patient complications have been reported as a result of this event.